Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iop elevation is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. (B)(4) submitted to FDA on: 03/30/2016.

Event description:
The surgeon reports that his patient presented with elevated iop (50mmhg) two weeks after uneventful cataract surgery with implantation of the istent. Additional information was obtained indicating that the patient's iop at the one day postoperative visit was 50 mmhg. The surgeon conferred with the glaukos medical monitor who reported that preoperatively the patient had pseudoexfoliative glaucoma with loose zonules and was on timolol with iop in the 20s. A multifocal intraocular lens had been implanted in the sulcus and the istent was verified to be in good position. The iop spiked into the 50 mmhg range despite glaucoma medication and an anterior chamber washout was performed 3 times. There was no anterior chamber reaction or hyphema; vision was good with healthy optic nerve. Further surgical intervention may be needed if iop remains elevated. The etiology of the iop elevation is not known at this time. Additional information has been requested.